Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the neutral pad was not detected by the erbe generator. The caller tried using different neutral pad cables, and positioned the pad at a different location on the patient, but the issue remained. There was a loose connection found at the neutral pad port on the erbe. When the caller pushed the neutral pad connector slightly upwards inside of the port, the connection was detected. When the caller released the connector, the neutral pad was not detected anymore. Due to this issue the procedure was converted to traditional laparoscopic surgery. There were no reports that extra ports had to be added. There were no reports of patient injury.